Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe of the gastro videoscope was cut and adhesive was missing on the forceps cover. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the probe of the ultrasound gastro videoscope was cut and the adhesive was missing on the forceps cover. There were no reports of patient involvement.